Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a case of pressure spike (well into the 50's) six months after the glaucoma filtration stent was implanted in a patient. A yag last of the lumen was performed. The surgeon stated that before that, the patient looked good and surgery was uneventful. The intraocular pressure (iop) went down after the yag to the teens and is resolved for now. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of pressure spike and yag performed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Insufficient information is provide to conduct a detailed evaluation of the case. There is no mention of system failure. The most likely factor associated with this patient's intraocular pressure (iop) increase at 6 months postoperatively was device obstruction, which appeared to be effectively treated via nd:yag laser. Factors contributing to device obstruction include intraoperative complications during device implantation, device positioning, and postoperative inflammation. Possible root cause is that postoperative elevation of iop and device obstruction are established risks associated with system use, which are clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).